Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-apr-27. It was reported (B)(6)2018 was not the implant date of the pump and that the correct implant date was unknown. The pump was not yet available but would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20.0 mg/ml at a dose of 8.997 mg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that a motor stall occurred on an unknown date. There were no external factors reported. The report from the physician programmer was used for troubleshooting. A photo of the report showed that as of (B)(6) 2018 with the last programming change on (B)(6) 2017, the pump status was "motor stall occurred" and "stopped pump duration may exceed 'tube set.'" The elective replacement indicator was 59 months. No symptoms were reported. The pump was explanted and "changed" and would be returned (customer was notified the product should be returned). It was also indicated that it was unknown if surgical intervention occurred, but this is conflicting with the report that the pump was explanted. It was reported that the pump was implanted on (B)(6) 2018, but this is conflicting with the programmer report, which shows that the event occurred prior to that date and that the pump had been programmed prior to that date. At the time of the report it was unknown if the issue was resolved and the patient status was also unknown. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that no magnetic resonance imaging (MRI) was performed on (B)(6) 2018 and that no external factors were reported. The hcp had no information about if the alarm sounded when the motor stall occurred and it was noted the patient did not mention the alarm. The patient did experience symptoms related to the motor stall including increasing pain, breaking out in sweat, and restlessness. The patient did recover from the symptoms after the pump changed. The reservoir volume was verified during the refill process.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.